Event description:
I am submitting this report to bring attention to a potential patient safety concern regarding a missing drug-drug interaction alert within the pharmacy system. A prescription for metronidazole was filled for a patient. During the pre-verification process, no dur (drug utilization review) interaction alert appeared for the medication. Based on the information available at verification, the prescription was approved, dispensed, and picked up by the patient. Later today, the patient contacted the pharmacy and asked why the interaction between metronidazole and tamoxifen had not been identified, as she is currently taking tamoxifen, which has been routinely filled through our pharmacy. Upon investigation, I reviewed the prescription verification process to determine whether an alert had been overridden or missed. I found that no dur interaction alert was generated for the combination of metronidazole and tamoxifen. To further evaluate the concern, I reviewed the interaction in clinical pharmacology and confirmed that there is a documented drug-drug interaction related to qt prolongation. To verify my findings, I re-entered the metronidazole prescription into the system and processed it again. The only alert generated was a duplicate therapy alert for metronidazole due to the recent fill. No interaction alert appeared regarding the concurrent use of tamoxifen. I am bringing this issue forward so it can be reviewed and, if appropriate, added to the system's dur database. The absence of an alert may prevent pharmacists from identifying and assessing a potentially significant interaction that could increase the risk of a specific measurement on an electrocardiogram (ECG/EKG) that tracks the heart's electrical cycle. Prolongation and associated adverse cardiac events. Adding this interaction would support patient safety and help ensure pharmacists are provided with the necessary clinical information during verification.